Event description:
The customer received a blood glucose reading of 38mg/dl on the contour next link, retested on a contour next usb and another meter, and the readings were approximately 100mg/dl. On (B)(6) 2016 she received a blood glucose reading of 417mg/dl from the contour next link, retested on the same two other meters and received readings of 170 and 180mg/dl. The differences between the readings fall in the "c" zone of the consensus error grid, making the differences clinically significant. No adverse event was alleged. The customer could not provide the test strip information but was advised to return the strips for evaluation. Replacement test strips were sent to the customer.